Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. During the procedure, an attempt to fully deploy the trunk-ipsilateral leg component was reportedly unsuccessful. The physician opened the device¿s backup deployment mechanism, and an attempt was made to remove the silver lock pin line (line #2). However, a strong resistance was reportedly felt, and line #2 could not be removed. Line #2 was then cut, and another attempt was made to remove the line. During this attempt, the line reportedly entered the catheter deployment handle and could not be grasped. After cannulation and occlusion at the contralateral gate, an attempt to cut the constraining loop line (line #3) was unsuccessful. The handle was then disassembled. When line #2 was pulled, the trunk was slightly constrained, and resistance was reportedly felt. Line #2 was pulled with additional force and was finally removed. Lines 3 and 4 were removed, and the device was successfully deployed. The procedure went forward to completion without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
Additional information received by gore: according to the report, the patient¿s infrarenal neck angle was approximately 75 degrees. H6: updated conclusion coding. The gore® excluder® aaa endoprosthesis was received by gore from the facility and an engineering evaluation was performed. The device evaluation showed the following: a visual examination of the device revealed one of the handle covers, and the manifold lid were not attached to the spine. The access hatch was removed from the handle. The anchor staking pockets were staked properly and sufficiently filled with glue. Engineering inspected the lock pin hole in the leading olive and the diameter appeared slightly enlarged. Based on the findings from the evaluation, the physician¿s observation that a strong resistance was felt while attempting to remove the lock pin line was not confirmed. The likely cause for the strong resistance felt while attempting to remove the lock pin line could not be determined with the available information. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy, including proximal aortic neck angulation less than or equal to 60 degrees.